Manufacturer narrative:
Initial reporter address: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation. It was noted that insertion part of the plastic distal end cover was burned. The controller unit and connector were both corroded. The connector paddle was cracked. The switch sections in the switch box unit and switch contact did not function. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation of when additional information becomes available.

Event description:
The customer reported to olympus the up/down lever of the uretero-reno videoscope was blocked. The event occurred during while inspecting the scope before an unspecified procedure, after it was taken from the sterile bag. The procedure was performed on schedule with a different device. There was no adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, (1) angulation lock may have occurred due to corrosion inside the control unit, but since there were no air leaks in the device, it was not possible to determine why the corrosion inside the control unit had occurred. Therefore, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.